Event description:
Reviewed surgeon's database report, which stated that the pt was walking with one crutch when the nail broke. Reviewed pt's x-rays, which showed a shift in a non-union, which placed stress on the distal end of the nail and broke at one of the distal slots. No indication of product defect.